Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a blood leak occurred during a patient's hemodialysis (hd) treatment. It was reported the blood pump rotor tubing guide roller was loose and the tip was damaged from rubbing the rotor housing. The roller guide pinched and tore the blood pump tubing during treatment, causing the tubing to leak. The bmt did not know if there were any diagnostic messages or audible alarms. It was unknown of the patient was able to complete treatment. There was no patient injury, adverse events, or medical intervention required as reported during intake. Customer service was requested to send a replacement rotor. Additional information was requested but was not received to date.

Manufacturer narrative:
Correction: h6 device component code.

Event description:
A user facility biomedical technician (bmt) reported a blood leak occurred during a patient's hemodialysis (hd) treatment. It was reported the blood pump rotor tubing guide roller was loose and the tip was damaged from rubbing the rotor housing. The roller guide pinched and tore the blood pump tubing during treatment, causing the tubing to leak. The bmt did not know if there were any diagnostic messages or audible alarms. It was unknown of the patient was able to complete treatment. There was no patient injury, adverse events, or medical intervention required as reported during intake. Customer service was requested to send a replacement rotor. Additional information was requested but was not received to date.

Event description:
A user facility biomedical technician (bmt) reported a blood leak occurred during a patient's hemodialysis (hd) treatment. It was reported the blood pump rotor tubing guide roller was loose and the tip was damaged from rubbing the rotor housing. The roller guide pinched and tore the blood pump tubing during treatment, causing the tubing to leak. The bmt did not know if there were any diagnostic messages or audible alarms. It was unknown of the patient was able to complete treatment. There was no patient injury, adverse events, or medical intervention required as reported during intake. Customer service was requested to send a replacement rotor. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). Investigation determines that there was causal relationship between the objective evidence and the alleged event; the alleged event is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (bmt) reported a blood leak occurred during a patient's hemodialysis (hd) treatment. It was reported the blood pump rotor tubing guide roller was loose and the tip was damaged from rubbing the rotor housing. The roller guide pinched and tore the blood pump tubing during treatment, causing the tubing to leak. The bmt did not know if there were any diagnostic messages or audible alarms. It was unknown of the patient was able to complete treatment. There was no patient injury, adverse events, or medical intervention required as reported during intake. Customer service was requested to send a replacement rotor. Additional information was requested but was not received to date.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the blood pump rotor was returned with both rear guide sheaves (polymer sleeve) loose. Both sleeves can be easily slide out from the pin. One of the sleeves is deformed. There are no discrepancies with the front guide sleeves. Insert the rear sleeves back onto their guide pins and install the rotor onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis. The returned rotor did not pinch or tore the bloodline and no fluid leak occurred during testing. Both rear sleeves remained intact and did not slide out from the pin. There was no additional damage to the sleeves during testing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.